Event description:
The manufacturer's representative reported that during a transurethral needle ablation procedure, the prostiva handpiece broke. The hcp confirmed that he felt the needles were not deploying to their full length and when he retracted the needles he felt the handpiece break. Upon removal from the patient the physician noticed that the needle length selector dial was broken and spun freely. The patient had some blood in the urethra but the physician was able to obtain a new handpiece and finish the case without further incident.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.